Event description:
As reported to coloplast though not verified, patient implanted with aris mesh on (B)(6) 2007. Later the patient experienced erosion of the mesh and additional surgery to remove the mesh on or about (B)(6) 2009.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): devcie not returned.